Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damages were observed. Customer reported that that the reader was too hot to hold. Built-in reader test was performed and reader passed the test. A visual inspection was performed on the returned usb/charging cable and no issues were observed. No open or shorts were observed, and the usb/charging cable testing passed. Visual inspection has been performed on the power adapter and no issue was observed. Load tester was used to perform a test on the returned power adapter and the voltage was measured. The power adapter voltage was within specification range. Power adapter testing passed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader and no issues were observed on pcba (printed circuit board assembly) . Battery voltage was measured to be not within the specified range. Used thermal camera to inspect the pcba. Observed reader temperature exceeds 30 degrees celsius while charging. An extended investigation was performed. A visual inspection using a digital microscope was performed on the returned device and no anomalies were observed on the returned reader's pcba (printed circuit board assembly) or on the returned usb cable or returned power adapter. Glucose data readings was not giving any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery voltage was measured to be outside of the required specification. The returned battery was observed to be charged normally. No abnormalities were observed on the returned battery. The returned reader was observed to be too hot to hold when connected to a charged known good battery, regardless of its charging state. Off-current consumption testing was performed to check the current draw of the returned reader and result was not within the required specification for returned reader with an stm processor, indicating the reader was drawing excessive electrical current from the battery. Additionally, a thermal inspection was conducted using a thermal camera and hotspots were observed on the reader's cpu, u5, and u13 components during the inspection which was indicating that the two components on the returned reader were contributing to the excessive electrical current drain. The excessive current drain and observed hotspots were known symptoms of a reader that has been supplied with excess current through its charging function by the use of a non-abbott supplied power adapter. A cable tester was used to test the returned usb cable. No opens were observed. Load tester was used to perform a test on the returned power adapter and the voltage was observed to be within the specified range. Reader self-test was unable to be performed due to the inability to power on the returned reader due to "connected to computer" error message. This issue is not confirmed due to user error (incorrect adapter used) as damage to the returned reader's cpu, u13, and u5 components was found through bench testing. All pertinent information available to abbott diabetes care has been submitted.